Event description:
I used amo complete blink-n-clear lens drops on my soft contact lenses. When I inserted the lenses into my eyes I had an intense burning sensation in both eyes. I screamed and removed the lenses as quickly as possible. My eyes remained burning and red for over 45 minutes despite repeated rinsing with cold water. I did throw out the lenses and case. Today, I was made aware of the recall of amo complete moisturizing lens drops. Even though this is not the product I used, I think the blink-n-clear drops should be looked into also. The lot # on the bottle I have is: ab01446, expiration date: 05/08.